Event description:
A complaint of high readings was received on a customer's freestyle mini meter. The customer obtained a reading of 16mmol/l.compared to a laboratory comparison reading of 8mmol/l. When plotted on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant.